Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device was not recognizing the open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be upper latch switch not functioning properly. The upper auxiliary requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize the door being open. No additional information is available.